Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter remote would not power off after use. While troubleshooting the issue, another power issue occurred where the subject meter powered off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed that on an unspecified date/time, the subject meter would not power off after testing. The reporter denied that the patient developed symptoms or received any form of medical intervention due to the reported issues. She informed the cca that the following appeared on the screen of the subject meter, "health, emotions, hypo" instead of turning off. It is unknown what the patient's blood glucose result was and the mss was unable contact the reporter to confirm the message. At the time of troubleshooting the cca noted the subject meter was not being used for the first time, the batteries did not need to be replaced based on the meter specifications and there was no mention of any trauma/misuse. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issues caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.